Event description:
Reported on the alternative summary report qtr 1, 2007 for peripheral balloon ruptures. Device analysis approved 05/22/07 indicates a partial circumferential tear. It was reported that during a percutaneous transluminal angioplasty treatment procedure involving the superficial femoral artery, a balloon rupture occurred. The lesion being treated was calcified and 90% stenotic. The balloon was inflated to 10atms on the first inflation, however, the balloon ruptured at 8 atms on the second inflation. It was reported that there were no injuries or complications for the pt. Pt status is reported as "good."

Manufacturer narrative:
Device analysis confirmed the reported complaint incident. Visual examination of the device found a partial circumferential tear directly over the proximal edge of the proximal markerband. Microscopic examination of the balloon material and of the proximal markerband found no anomalies that could have contributed to the complaint incident. A review of the mfg records for batch 38822775 was carried out. No non-conformance reports or any other documentation have been raised against this batch, indicating that the device met its material, assembly, and product specifications. The exact cause of the tear cannot be determined.